Event description:
Meter name: one touch basic, strip name: unknown, meter code:unknown strip code:unknown, strip storage: unknown, symptoms: tired and weak, a patient reported they were hospitalized. Their meter allegedly had no power. The result on their meter was unable to test. The result of the lab was 449 mg/dl. There was no coparison. Treatment was unknown. No further information has been reported.